Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was broken, the two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, two side bails were missing, the ring was missing and the battery drawer was broken and contaminated. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.